Manufacturer narrative:
Product event summary: the reported issue has been confirmed through testing and data analysis. Analysis of data files confirm system notices 50005 "leak detection" for the date of case. The catheter was returned and analyzed. Visual inspection of the catheter showed the inner balloon had traces of blood inside; there was also blood inside the catheter handle. The catheter failed the performance test due to system notices 50005 "leak detection" and 12211 "catheter not recognized." The catheter also failed the electrical integrity due to a broken thermocouple. Resistance check between pin 1 and pin 2 with multimeter showed open loop. Pressure tests revealed a leak through the guidewire lumen; the balloon's integrity was intact and no breach was observed. Dissection showed a guide wire lumen twist and guide wire lumen breach approximately 1.4075 inches proximal from the tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. It was noted that the system notice occurred at the very end of the procedure, and that the exchange of the balloon catheter was not necessary. The case was completed with cryo. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.